Event description:
After review of medical record, patient was revised to address failed left total hip arthroplasty. The patient presented with persistent pain and clicking, examination shows he was noted of osteolysis and elevated ion levels. Revision notes stated that there was a thick bursa at the greater trochanter. The bursa was incised and there was immediately release of a large amount of cloudy, straw-colored fluid. Doi: (B)(6) 2004 dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: removed surgical intervention and replaced with no code available (3191) is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, loss of mobility, excessive wear, metallic debris, bone loss, tissue necrosis and implant loosening. The medical records did indicate pain, loosening along the femoral component (doesn't indicate if it was the stem/sleeve), osteolysis, increased metal ions (no labs), and clicking. The part / lot is being updated and the unknown depuy device is being changed to a stem. The sleeve is being added for the loosening. In addition to what was previously reported, ppf alleges infection, metal wear, metallosis and loosening of cup and stem but medical records only indicated loosening along the femoral component (stem). Updated patient harm, product experience code, patient name identifier, and the patient state of residence. Added revision hospital and surgeon. The cup and hole eliminator was added to the impacted product due to the alleged infection. Doi: (B)(6) 2004. Dor: (B)(6) 2013, (left hip).